Event description:
Reporter noted posterior capsule tear had occurred. When starting vitrectomy, noticed probe did not work. Changed probes twice, then completed vitrectomy manually and implanted iol.